Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). As a result of the testing, no microbe was detected from the sample collected from the distal end, the instrument channel and the air/water channel of the subject device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. Other detailed information such as the reprocessing method was not provided. The occurrence date of the event was unknown. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa k.g (oekg). Oekg checked the subject device and found followings. - the objective lens was cracked. - the one light guide lens was cracked and one was chipped. - the glue of the bending section rubber was chipped. - the insertion tube was broken. - the range of the angulation was insufficient for specification and had play. - the instrument channel was scratched. Oekg requested the facility three times to provide the information regarding reprocessing, however the facility did not provide and ofr could not obtain it. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based upon the investigation result, omsc considered that the relation between the reported phenomenon and the subject device was low.